Event description:
It was reported that the head section is not rising due to issues with the frame. The pendant is working properly and everything else is functioning as normal. There is damage to the frame near the head section. It is cracked.

Manufacturer narrative:
It was reported that the head section is not rising due to issues with the frame. The pendant is working properly and everything else is functioning as normal. There is damage to the frame near the head section. It is cracked. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.